Event description:
It was reported by the initial caller that the computer server was running slow. After further review it was deemed that the slow performance was attributed to stryker guardian backups running during clinic hours.

Manufacturer narrative:
Guardian is a remote backup system, there is no customer interface. The device is able to be evaluated remotely; therefore, no return is necessary. Device was evaluated remotely in the field. Tests were conducted to substantiate performance issues related to the guardian backup service running during clinic hours. It appears that the backup was not completed in the allotted time frame. The likely cause of the malfunction is that there was too much data for the system to back up. There is a potential that some data was not completely backed up. This is not a single use device.